Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what tissue type and location of the suture placement? Subcutaneous tissue, subumbilical and suprapubic. What tissue dehisced? Subumbilical incision. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal how was the suture placed (interrupted or continuous)? Interrupted. How was the suture tied (square knot or multiple knots one end)? Multiple knots on one end. What date did the patient present with dehiscence (number of post op days)? Occurred twice on the day of surgery, once in post op, and also, three hours later, after discharge. How was the dehiscence treated? If a surgical intervention was performed, provide surgical/operation notes. Post op, tried to use another 4-0 monocryl. Three hours later, repaired with 3-0 chromic. What is the surgeon opinion as to the contributing factors to the symptoms? Bad batch of 4-0 monocryl. I have used it since the early 1990s and haven¿t had a problem until now. Was there any patient event prior to symptoms (coughing, falling, moving)? No. Were there any intra-operative or post-op complications/ or any other adverse event report? No. Did the suture break post-op? Yes. Did the suture knots un-tie or break? Break but the knots were intact. Was the procedure completed successfully? And how? As above. Completely successfully but had to close patient twice, post op. Please confirm, was dermabond also used on patient for closure? If yes, please specify the product code and lot# of dermabond used on patient. No dermabond used. Patient pre-existing medical conditions (ie. Allergies, history of reactions, immune deficient or immune -compromised) none. Patient current condition? Good. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the answer to # 6 occurred on day of surgery, in post op and three hours later, occur to the same patient? Was the 4-0 monocryl used to close each event? What suture was used to close each event for this one patient? Can you identify the lot number of each event with monocryl? What are the patient age, gender, weight and prior medical conditions? Patient current condition?

Event description:
It was reported that a patient underwent port insertion procedure on (B)(6) 2018 and suture was used. The patient experienced wound dehiscence. A second procedure was performed and the suture was found broken. A different suture was used to complete the procedure. Additional information was requested.